Event description:
End user reported reddened skin after removing the wafer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.